Event description:
It was reported that the screws backed out about one month after the primary surgery. The patient was rheumatoid. Removal surgery will be performed on (B)(6) 2011. Bone union looks be performed.

Manufacturer narrative:
Investigation in progress, but not yet complete.